Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During first inflation at 12 atmospheres for 10 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.